Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and found that the flexvision display was not working; customer restarted the system several times still the issue persists. Upon troubleshooting, fse found that power plug was loose. To resolve this issue, fse replug the large screen power plug. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the flexvision display was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.